Event description:
A report was received that the patient was experiencing pain and soreness at the pocket site. The patient will undergo a pocket revision, but no further action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain and soreness at the pocket site. The patient will undergo a pocket revision, but no further action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain and soreness at the pocket site. The patient will undergo a pocket revision, but no further action will be taken at this time.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The complaint about the difficulty charging ipg was not verified. In the lab, the ipg was charged 3.77 volts in one cycle from its hibernation. The profile data showed that the ipg had been normally charged fully. The possibility that electrical leakage could cause the pocket pain was investigated. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation had not been compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the ipg was replaced. The patient had the ipg for nine years and would no longer hold a charge. No malfunction suspected. The patient was doing well after the procedure.